Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (the monitor goes black) was confirmed. Overall, the following defect was found: defective mains socket. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, we therefore conclude that the most likely cause of the error described is damage to the power plug due to improper use or during reprocessing, which affects the power socket and causes the monitor to go black. As described in the instructions for use, the product must be inspected for functionality and damage before and after each use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (the monitor goes black) was confirmed. Overall, the following defect was found: defective mains socket. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, we therefore conclude that the most likely cause of the error described is damage to the power plug due to improper use or during reprocessing, which affects the power socket and causes the monitor to go black. As described in the instructions for use, the product must be inspected for functionality and damage before and after each use. The event is filed under internal karl storz complaint ID: (B)(4). Corrections in the reporting number for this event. Please disregard the supplemental report number for MDR (B)(4). This case was submitted with the wrong case number. The correct case number should be (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on february 10,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the monitor screen was black, while images were recorded on external monitors in the operation room. No negative impact in state of health reported. The procedure was prolonged for less than 15 minutes.